Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify, a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced undesired refractive outcome. The iol was exchanged for another lens model following the initial implant procedure. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.